Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient wanted a representative to meet them at their healthcare provider's office because the patient was "having trouble with it again"- the patient stated that the ins wasn't working because it was not turning on. The patient didn't know if it was charging because they couldn't turn the ins on. No further complications reported.